Manufacturer narrative:
(B)(4). The sample has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information: one used transfer set with port connection with tubing on spike and no cap on patient connector in reference to a connection issue was received. The transfer set was visually inspected; it was noted that the spike was broken completely off at base of spike. No other visual defects were noted. A review of all batch record documents was performed with no issues noted during the manufacturing process. The reported condition was confirmed in the lab. Based on the information obtained from baxter's investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report received by baxter (B)(4) from a sales representative about a transfer set where the spike broke off during connection. Date of incident is (B)(6) 2010. The transfer set was in place since (B)(6) 2010. On (B)(4) 2010 additional information was received from the sales representative. A sample arrived with the broken spike in the bag connector. According to the nurse most probably the reason for the broken spike is a wrong handling by the patient. No patient injury occured.